Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump and performed functional test and it passed. However, did view through event log and error code 44509 occurred number of times around the time of the complaint. Service recommended that the microprocessor board be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smiths medical cadd solis 2120 vip pump alarmed error code 44509 .no patient adverse events reported.